Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found insulation degradation distal to the suture tie location, breaching the optim sheath. Additional analysis revealed the silicon insulation beneath the sheath was undamaged. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No additional anomalies were noted with the exception of procedural damage.

Event description:
During an elective device replacement, insulation damage on the right ventricular (rv) lead was observed. The lead was explanted and replaced. The patient was stable with no adverse consequences.